Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an open along the rear pulse wire inside the trunk cable. The cause of the test failure is the open pulse wire. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt had non-functional therapy electrode pads.